Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot# j0039935r, implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter; ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 40 mg/ml of hydromorphone and 100 mcg/ml of clonidine at unknown doses via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the doctor was concerned at a normal pump replacement that the catheter may need to be replaced since it had been implanted for 18 years. The catheter was found to be brittle and somewhat crystalized, as expected by the healthcare provider. The catheter was replaced on (B)(6) 2018 with a new catheter. The issue was diagnosed during the surgical exploration (B)(6) 2018. No symptoms were reported. It was indicated the patient was receiving a higher concentration of drug prior to their current concentration of 40 mg/ml of hydromorphone and 100 mcg/ml of clonidine. No further complications were reported or anticipated.

Manufacturer narrative:
H6: device code (B)(4)is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). Regarding contributing factors that may have caused or contributed to the crystallization on the catheter, the hcp stated high concentration of hydromorphone. The hcp stated that the catheter was not brittle, as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the catheter was thrown away at the facility. The physician felt it was unnecessary to return the device for analysis. A portion of the catheter was left abandoned in the patient because it was too brittle to remove entirely. It was indicated the information was confirmed with the physician/account.